Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pains on the sides of the body towards the tubes') in a (B)(6) female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (2), parity 2 (2 children) and menarche. Previously administered products included for contraception: allestra. Concomitant products included diazepam since (B)(6) 2016, diosmin;hesperidin (venaflon), ibuprofen (ibuprofeno) and pantoprazole sodium sesquihydrate (ziprol) since (B)(6) 2020. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("mild pain in the lower abdomen"), genital haemorrhage ("genital bleeding / bleeding outside the period of menstruation"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("severe hair loss") and premenstrual syndrome ("moderate premenstrual tension"). In (B)(6) 2019, the patient experienced abdominal pain ("severe abdominal pain (not correlated with menstrual period), pains that radiated to legs, chest and back, reaching stomach, heart, kidneys and back"). On (B)(6) 2020, the patient experienced vaginal discharge ("discharge") and vulvovaginal pruritus ("vulvar pruritus"). On an unknown date, the patient experienced procedural pain ("the essure insertion process was extremely painful (pain scale 2)"), dysmenorrhoea ("menstrual cramps with exacerbated pain"), heavy menstrual bleeding ("heavy menstrual flow / extremely intense flow of menstruation"), back pain ("pain in the lower back that radiates in the leg"), chest pain ("pains in the thoracic region that radiated mainly to the stomach and heart"), hypoaesthesia ("numbness in the legs"), gait disturbance ("walking difficulty"), decreased appetite ("absence of appetite"), nausea ("nausea followed by vomiting"), vomiting ("nausea followed by vomiting"), headache ("strong headaches with loss of balance"), balance disorder ("strong headaches with loss of balance"), dyspareunia ("severe pain in intercourse"), varicose vein ("varicose veins"), varicose veins pelvic ("varicose veins pelvic"), depression ("depression"), anxiety ("anxiety"), scar ("horrible scar (due to the essure removal) / scars on the belly") and breast pain ("mild mastalgia"). The patient was treated with metronidazole benzoate (metronidazol) and surgery (bilateral salpingectomyand essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, abdominal pain lower, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding, abdominal pain, back pain, chest pain, hypoaesthesia, gait disturbance, decreased appetite, nausea, vomiting, headache, balance disorder, dyspareunia, alopecia, varicose vein and varicose veins pelvic had resolved, the depression, anxiety and scar had not resolved and the breast pain, premenstrual syndrome, vaginal discharge and vulvovaginal pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, balance disorder, breast pain, chest pain, decreased appetite, depression, dysmenorrhoea, dyspareunia, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, nausea, pelvic pain, premenstrual syndrome, procedural pain, scar, vaginal discharge, vaginal haemorrhage, varicose vein, varicose veins pelvic, vomiting and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38) - on (B)(6) 2020: 9 u/l. Aspartate aminotransferase (10 - 37) - on (B)(6) 2020: 16 u/l. Blood cholesterol - on (B)(6) 2020: hdl: 48.70 mg/dl (reference: desirable: > 60mg/dl, borderline: 40-60mg/dl, low: < 40mg/dl) ldl: 108.52 mg/dl (reference values: great: < 100mg/dl, borderline: 130-159mg/dl, high: 160-189mg/dl, very high: > 189 mg/dl) total cholesterol: 174 mg/dl (reference values: great: < 200mg/dl, moderately high: 200-239 mg/dl, high: >= 240mg/dl). Vldl: 16.78 mg/dl (reference value: 10-50mg/dl).. Blood creatinine (0.4 - 1.4) - on (B)(6) 2020: 0.7 mg/dl. Blood glucose - on (B)(6) 2020: 88.9 mg/dl (reference>: adults: 70-100 mg/dl). Blood potassium (3.5 - 5) - on (B)(6) 2020: 4.46 mmol/l. Blood sodium (135 - 145) - on (B)(6) 2020: 114.20 mmol/l. Blood thromboplastin (29 - 43) - on (B)(6) 2020: 41.3 s. Blood urea - on (B)(6) 2020: 38,1 mg/dl (adults: 10-45 mg/dl). Blood uric acid (1.5 - 6.0) - on (B)(6) 2020: 2.01 mg/dl. C-reactive protein (5) - on (B)(6) 2020: 0,33 mg/dl. Endoscopy - on (B)(6) 2020: no abnormalities. Gamma-glutamyltransferase (38) - on (B)(6) 2020: 14 u/l. Hiv test - on (B)(6) 2020: non-reactive. Hepatitis b virus test - on (B)(6) 2020: non-reactive. Hepatitis c virus test - on (B)(6) 2020: non-reactive. Human chorionic gonadotropin - on (B)(6) 2016: 25 mil/ml - pregnancy negative. Pathology test - on (B)(6) 2020: uterine tubes without particularities. Prothrombin level (10 - 14) - on (B)(6) 2020: 12.4 s. Red blood cell count - on (B)(6) 2020: normal. Smear cervix - on (B)(6) 2020: inflammatory process, absence of intraepithelial lesion or neoplastic cells.. Treponema test - on (B)(6) 2020: non-reactive. Ultrasound doppler - on (B)(6) 2020: no abnormalities. Ultrasound abdomen - on (B)(6) 2020: without alterations. Ultrasound scan vagina - on (B)(6) 2016: the device was well positioned, presence of pelvic varicose veins; on (B)(6) 2020: the device was normoimplanted, with pelvic varicose veins; on (B)(6) 2021: uterus in anteversoflexion, regular contours, myometrium with homogeneous texture, absence of free liquid in the pelvis. Urine analysis - on (B)(6) 2020: aspect: slightly turbid (reference: limpid); color: light yellow (reference: citrine yellow); erythrocytes: 2/3 (reference: until 3); leukocytes: 4/6 (until 10); red cells 2/3 (0-2); cells: some (reference: rare); mucus filaments: some (reference: absent); bacteria: moderate (reference: absence).. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pains on the sides of the body towards the tubes') in a 32-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (2), parity 2 (2 children) and menarche. Previously administered products included for contraception: allestra. Concomitant products included diazepam since (B)(6) 2016, diosmin;hesperidin (venaflon), ibuprofen (ibuprofeno) and pantoprazole sodium sesquihydrate (ziprol) since (B)(6) 2020. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("mild pain in the lower abdomen"), genital haemorrhage ("genital bleeding / bleeding outside the period of menstruation"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("severe hair loss") and premenstrual syndrome ("moderate premenstrual tension"). In (B)(6) 2019, the patient experienced abdominal pain ("severe abdominal pain (not correlated with menstrual period), pains that radiated to legs, chest and back, reaching stomach, heart, kidneys and back"). On (B)(6) 2020, the patient experienced vaginal discharge ("discharge") and vulvovaginal pruritus ("vulvar pruritus"). On an unknown date, the patient experienced procedural pain ("the essure insertion process was extremely painful (pain scale 2)"), dysmenorrhoea ("menstrual cramps with exacerbated pain"), heavy menstrual bleeding ("heavy menstrual flow / extremely intense flow of menstruation"), back pain ("pain in the lower back that radiates in the leg"), chest pain ("pains in the thoracic region that radiated mainly to the stomach and heart"), hypoaesthesia ("numbness in the legs"), gait disturbance ("walking difficulty"), decreased appetite ("absence of appetite"), nausea ("nausea followed by vomiting"), vomiting ("nausea followed by vomiting"), headache ("strong headaches with loss of balance"), balance disorder ("strong headaches with loss of balance"), dyspareunia ("severe pain in intercourse"), varicose vein ("varicose veins"), varicose veins pelvic ("varicose veins pelvic"), depression ("depression"), anxiety ("anxiety"), scar ("horrible scar (due to the essure removal) / scars on the belly") and breast pain ("mild mastalgia"). The patient was treated with metronidazole benzoate (metronidazol) and surgery (bilateral salpingectomyand essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, abdominal pain lower, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding, abdominal pain, back pain, chest pain, hypoaesthesia, gait disturbance, decreased appetite, nausea, vomiting, headache, balance disorder, dyspareunia, alopecia, varicose vein and varicose veins pelvic had resolved, the depression, anxiety and scar had not resolved and the breast pain, premenstrual syndrome, vaginal discharge and vulvovaginal pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, balance disorder, breast pain, chest pain, decreased appetite, depression, dysmenorrhoea, dyspareunia, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, nausea, pelvic pain, premenstrual syndrome, procedural pain, scar, vaginal discharge, vaginal haemorrhage, varicose vein, varicose veins pelvic, vomiting and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38) - on (B)(6) 2020: 9 u/l. Aspartate aminotransferase (10 - 37) - on (B)(6) 2020: 16 u/l. Blood cholesterol - on (B)(6) 2020: hdl: 48.70 mg/dl (reference: desirable: > 60mg/dl, borderline: 40-60mg/dl, low: < 40mg/dl) ldl: 108.52 mg/dl (reference values: great: < 100mg/dl, borderline: 130-159mg/dl, high: 160-189mg/dl, very high: > 189 mg/dl) total cholesterol: 174 mg/dl (reference values: great: < 200mg/dl, moderately high: 200-239 mg/dl, high: >= 240mg/dl). Vldl: 16.78 mg/dl (reference value: 10-50mg/dl).. Blood creatinine (0.4 - 1.4) - on (B)(6) 2020: 0.7 mg/dl. Blood glucose - on (B)(6) 2020: 88.9 mg/dl (reference>: adults: 70-100 mg/dl). Blood potassium (3.5 - 5) - on (B)(6) 2020: 4.46 mmol/l. Blood sodium (135 - 145) - on (B)(6) 2020: 114.20 mmol/l. Blood thromboplastin (29 - 43) - on (B)(6) 2020: 41.3 s. Blood urea - on (B)(6) 2020: 38,1 mg/dl (adults: 10-45 mg/dl). Blood uric acid (1.5 - 6.0) - on (B)(6) 2020: 2.01 mg/dl. C-reactive protein (5) - on (B)(6) 2020: 0,33 mg/dl. Endoscopy - on (B)(6) 2020: no abnormalities. Gamma-glutamyltransferase (38) - on (B)(6) 2020: 14 u/l. Hiv test - on (B)(6) 2020: non-reactive. Hepatitis b virus test - on (B)(6) 2020: non-reactive. Hepatitis c virus test - on (B)(6) 2020: non-reactive. Human chorionic gonadotropin - on (B)(6) 2016: 25 mil/ml - pregnancy negative. Pathology test - on (B)(6) 2020: uterine tubes without particularities. Prothrombin level (10 - 14) - on (B)(6) 2020: 12.4 s. Red blood cell count - on (B)(6) 2020: normal. Smear cervix - on (B)(6) 2020: inflammatory process, absence of intraepithelial lesion or neoplastic cells.. Treponema test - on (B)(6) 2020: non-reactive. Ultrasound doppler - on (B)(6) 2020: no abnormalities. Ultrasound abdomen - on (B)(6) 2020: without alterations. Ultrasound scan vagina - on (B)(6) 2016: the device was well positioned, presence of pelvic varicose veins; on (B)(6) 2020: the device was normoimplanted, with pelvic varicose veins; on (B)(6) 2021: uterus in anteversoflexion, regular contours, myometrium with homogeneous texture, absence of free liquid in the pelvis. Urine analysis - on (B)(6) 2020: aspect: slightly turbid (reference: limpid); color: light yellow (reference: citrine yellow); erythrocytes: 2/3 (reference: until 3); leukocytes: 4/6 (until 10); red cells 2/3 (0-2); cells: some (reference: rare); mucus filaments: some (reference: absent); bacteria: moderate (reference: absence).. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.